Manufacturer narrative:
The technician replaced the left sidecom module to repair the bed.

Event description:
Information received indicates the audible switch on the bed exit controls was working intermittently. The bed exit functioned properly by placing a nurse call, but there was no tone locally on bed rail.